Event description:
On (B)(6) 2025, a patient underwent thrombectomy and atherectomy procedure using a aspirex device. During the procedure allegedly the catheter tip peeled off and there was high pitched sound. Also, the coil of the guidewire tip had elongated on the venogram, so they removed the catheter and wire. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: catheter was returned for evaluation, and a physical investigation was performed on the catheter. During physical investigation a heavy clogged catheter and the guide wire, inside the introducer sheath were received. The guide wire went through the catheter with resistance till the metal gear wheel. The aspiration test was performed and, nominal aspiration level was achieved. A guide wire break can have various reasons. A clear root cause could not be identified but a broken guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.